Manufacturer narrative:
The field service engineer (fse) cleaned the pre-wash flow path due to suspected contamination, replaced syringe seals, re-adjusted the magnet position, and performed an instrument check successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
Abnormal low signal alarms were observed on the instrument. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 2 patient samples on a cobas e 801 analytical unit. For patient 1, the initial troponin result was < 3 ng/l. The sample was repeated twice and the results were 55.9 ng/l and 55.7 ng/l. For patient 2, the initial troponin result was 18 ng/l. The sample was repeated twice and the results were 248 ng/l and 248 ng/l. No questionable results were reported outside of the laboratory. The second repeat results for both samples were deemed correct. The reagent lot number and expiration date were requested but not provided.